Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen keeps blinking and vibrating. The customer¿s blood glucose level was 343 mg/dl. Customer stated that pump was dropped and customer blood glucose was low and then they adjusted the settings and now pump had hardly given him any insulin. The customer was assisted with troubleshoot and customer reports pump has been dropped. Assisted in performing a self test and saw missing segments during the self test. Customer states the self test failed. Reviewed alarm history and stated that unable to get into pump. Customer states the missing segments are on the entire screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.